Event description:
It was reported via a clinical study that stent restenosis occurred, requiring revascularization. On (B)(6) 2023, the subject underwent treatment with the eluvia drug-eluting stents as a part of a clinical trial. The target lesion #001 was in the right proximal superficial femoral artery (sfa), right mid sfa, right distal sfa, and right proximal popliteal artery, with 6 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter, with 359 mm lesion length, with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc)ii class b lesion. Prior to target lesion treatment with study devices, pre-dilation was performed using 4 mm x 100 mm and 3 mm x 120 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloons. Treatment of the target lesion was performed by placement of two 6 mm x 120 mm, one 6 mm x 60 mm, and one 6 mm x 80 mm eluvia drug eluting stents, study devices. Following post dilation was performed using 5 mm x 80 mm pta balloon and the final residual stenosis was noted to be 0%. On 04-dec-2023, the subject was discharged from the hospital on dual antiplatelet therapy. On 18-feb-2025, the subject was noted with symptoms related to right lower extremity in-stent restenosis. On 27-feb-2025, the subject visited the hospital due to right lower limb pain at rest. A computed tomography (CT) scan was performed which revealed: right lower limb (target limb) severe local lumen stenosis of the internal iliac artery, anterior tibial artery, proximal femoral artery, posterior tibial artery, and fibular arteries; mild local lumen stenosis of the common iliac artery, external iliac artery, proximal femoral artery and popliteal artery; and moderate local lumen stenosis of the deep femoral artery. On the same day the subject was hospitalized for further treatment. On (B)(6) 2025, right lower limb angiography revealed patent common femoral artery, deep femoral artery, in stent occlusion of superficial femoral artery, patent popliteal artery with mild stenosis in tibial peroneal trunk, patent posterior tibial artery, multiple severe stenosis in fibular artery and occluded anterior tibial artery. On the same day, thrombotic occlusion was noted in the right sfa and popliteal and were treated by balloon dilation using 2 mm x 100 mm non-bsc percutaneous transluminal angioplasty (pta) balloon, followed by thrombectomy was performed to aspirate large amount of thrombus. Subsequently, stenotic segments of the sfa and popliteal artery were treated using balloon angioplasty using 4 mm x 300 mm non-bsc balloon and two 5 mm x 200 mm non-bsc balloons. Post procedure, angiography revealed satisfactory flow velocity with no residual stenosis. During the post procedure hospital stay, the subject was stable, and symptoms were improved with no specific discomfort. On (B)(6)2025, the subject was discharged from the hospital.

Manufacturer narrative:
A2: patient age: 70 years old (at the time of enrollment).